Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s., (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -12.5/+2.5/x044 (sphere/cylinder/axis), in the patient's left eye (os) on (B)(6) 2018. The reporter indicated the lens had excessive vaulting, with significant reduction of irido-corneal angles. The lens remains implanted. The reporter indicated the cause of the event was due to patient related factor. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
The reporter indicated the lens was explanted on (B)(6) 2018. The lens was exchanged for shorter lens and the problem was resolved. (B)(4).

Manufacturer narrative:
Additional data: device evaluation: lens was returned dry, in a micro-centrifuge vial. There was clear surgical residue on product. Visual inspection found the haptic torn and bent. There was residue on lens surface. (B)(4).